Event description:
It was reported that the user experienced hyperglycemia and attempted to use meal announcements as corrective boluses, after which an agent counseled the user not to use announcements for correction due to risk of insulin stacking and maladaptive dosing, and the user acknowledged this guidance. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no reported adverse impact from the meal announcement use and no hospitalization. Investigation included customer interview and troubleshooting with education on proper use of meal announcements. Investigation of this case revealed user technique as a contributing factor, with inappropriate use of meal announcements for correction during a hyperglycemic event. It was concluded, based on previously established findings for similar reports, that user training and adherence to instructions for use would be the most probable cause and corrective action.